Manufacturer narrative:
Device evaluation summary: device evaluations of battery pack sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem (battey not holding a charge / not able to charge) has been confirmed. Upon evaluation, the batteries would not charge when put into the charger. Liquid contamination was found inside of both battery packs. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery packs. The patient received replacement battery packs. Sn (B)(4): 10/2007.

Event description:
A (B)(6) patient contacted zoll customer support to report that this batteries were not holding a charge. He also reports that the batteries were not able to charge. The patient was issued two replacement battery packs.